Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument exhibited involuntary movements (the surgeon was unable to control their movements). There was no reported injury.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The reported complaint could not be replicated nor confirmed during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. No product issue was found. The instrument was fully functional. Intuitive followed up and obtained additional information. The failure was not related to the inability to move the instrument. There was no patient injury.

Event description:
Refer to h11 for follow-up information.